Manufacturer narrative:
Additional information: age, weight and ethnicity: unknown/no information. Model and catalog number: unknown/no information. Serial number: unknown/no information. Expiration date: unknown as the serial number was not provided. Unique identifier (UDI) number: a partial UDI was provided as the serial/lot number is not available. If explant; give date: not applicable as device remains implanted. Device manufacture date: unknown as the serial number was not provided. The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Doctor reported that the trailing haptic got caught in the plunger upon insertion. The doctor managed to free it without amputation of the haptic. Jnj performed follow-up to get more details but the customer did not respond. His peer dr. (B)(6) also experienced the same challenge with the jnj device. That event is reported to the FDA via medwatch (B)(4). No further information was provided.